Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in multiple field advisories. (B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing discomfort at the ipg site due to weight loss. Surgical intervention may be pending to address the issue.

Event description:
Follow-up revealed that the patient's scs system was explanted.